Event description:
A femoral closure device was placed on a patient. After 6 hours, the device was removed and a hematoma had developed.patient was maintained on bedrest and no other complications occurred.